Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia up to 510 mg/dl by blood glucose meter after overtreating a prior hypoglycemic episode with substantial carbohydrate intake, followed by fluctuating readings between his cgm, bgm, and ilet display; the user declined to replace a recently changed cgm sensor and could not sync data due to lack of phone access. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness or diabetic ketoacidosis. Outcomes included device alarms for prolonged high glucose and no hospitalization or professional intervention. Investigation included user interview, review of reported glucose values and alarm history, and assessment of user-reported sensor performance. Investigation of this case revealed conflicting cgm and bgm values consistent with potential cgm performance issues and user-related factors, including overtreatment of hypoglycemia and use of food as correction, with no evidence of pump or algorithm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and technique, including overtreatment and suspected inaccurate cgm readings, with no confirmed device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.